Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat: 11-363663 lot: 511000 36mm cocr mod hd +3mm. Cat: ep-105915 lot: 921820 epoly 36mm rnglc lnr hw sz25. Cat: 13-104058 lot: 324030 m/h radial solid/apx shl 58mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to the trunnion of the stem being warped. The patient became non-weight bearing and needed surgery. It was reported that no further information is available.